Manufacturer narrative:
Explant date is not applicable since the product was not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), after clinical procedure, it was the same as before even after placing.